Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient hospitalization was prolonged. The target lesion was located in the left circumflex artery. After a non-bsc guidewire crossed the lesion, pre-dilation was performed with a maverick balloon catheter. A 2.75x24mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. Pre-dilation was again performed with a non-bsc balloon catheter and the procedure was completed using a different size promus element stent. However, the patient was hospitalized. No complications were reported and the patient's status was stable.